Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed external flash error and button error. It was reported that they were unable to clear the button error alarm. The customer's blood glucose was 11 mmol/l at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarm or button/keypad anomaly due to blank display. No damage/moisture on keypad during visual inspection. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tubelip.